Manufacturer narrative:
Continuation of concomitant products: 407645 lead implanted: (B)(6) 2004.

Event description:
It was reported that approximately one month post implant of the implantable pulse generator (ipg),  the patient developed an infect ion. The ipg system was explanted. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.